Event description:
Device malfunction: difficult to remove. Time of device malfunction: during vessel closure. Symptoms/ae: none. It was reported that a physician in-training in the use of the starclose se device attempted arteriotomy closure in the common femoral artery after a diagnostic procedure. Reportedly, after clip deployment, the device was difficult to remove from the pt artery. The physician tried unsuccessfully to remove the device by releasing the locking mechanism on the thumb advancer by the access ports as indicated in the instructions for use. The device was ultimately removed using counter-traction and assertive pull. Hemostasis was achieved using manual compression. There were no reported adverse pt effects. Though requested, no additional info was available.

Manufacturer narrative:
The device was received. Investigation is not yet complete.